Manufacturer narrative:
B3: event date is date valid continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead. Product ID 977a275 serial#(B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 11-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient with an implantable neurostimulator experienced leg pain, weakness, and giving out, resulting in multiple falls. The patient also reported pain at the battery implant site that worsened when the battery was turned on, as well as new pain unrelated to baseline and numbness. Despite these issues, the patient experienced relief from crps symptoms in the arms when the stimulator was activated. The patient met with a physician for reprogramming, and connections and impedance testing were normal. The reprogramming of groups a, b, and c led to significantly less or no pain at the battery site when turned on, according to the patient's report. The patient was receptive to education on turning off the battery and contacting medtronic if battery site pain or leg weakness/numbness returned, with the physician agreeing to this plan. The manufacturer representative (rep) indicated they would send any further information as they become aware. Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that the patient (pt) reported new leg pain/weakness after implant. As a result of this, the device was explanted on (B)(6) 2025. The issue has been resolved.

Manufacturer narrative:
H3: product ID 97715 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID 977a275 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.